Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was inconclusive due to the sample condition. One red connector from what appeared to be the implicated d/l groshong catheter was returned for investigation. The clear locking sleeve was positioned in the proper location over the red connector. A 3.1cm section of extension tubing with a red stripe had been advanced 7mm over the distal stem of the connector. A 5.5mm gap existed between the proximal end of the extension tube and the ring on the red connector. A functional test revealed that the connector and extension tube were patent to infusion. No leaks were observed in the section of tubing that extended distal to the connector. When the extension tube was pressurized, fluid leaked between the extension tube and the red connector. It is unknown if the reported leak occurred at this location. Potential contributing factors of the reported event are overpressurization and that the extension tube was not advanced up to the ring on the red connector as indicated in the IFU. The connecting features of both the red winged connector and connector locking sleeve were within specification. It appears that the connector was not properly assembled on the catheter. The IFU provides both written and illustrated connector securement instructions. A review of the device history record (DHR) showed no deviations/issues associated with this problem in regards to product materials, manufacturing, or qc inspection processes. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
It was reported by the facility, via medwatch, that the patient called the rn to the room to report the red lumen on the groshong catheter was leaking IV fluids. It was reported that the lumen had been repaired prior to this incident. The rn flushed the lumen and ivf was squirting at the end of the white cuff of the catheter. A new red lumen was inserted and capped, the lumen was covered with tape, indicating not to use. Blood return was noted in the white lumen, no leak noted during saline flush.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reaz0623 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reaz0623) have been reported from the same facility.

Event description:
It was reported by the facility, via medwatch, that the patient called the rn to the room to report the red lumen on the groshong catheter was leaking IV fluids. It was reported that the lumen had been repaired prior to this incident. The rn flushed the lumen and ivf was squirting at the end of the white cuff of the catheter. A new red lumen was inserted and capped, the lumen was covered with tape, indicating not to use. Blood return was noted in the white lumen, no leak noted during saline flush.